Event description:
It was reported that the patient experienced sporadic low blood glucose events after a leaking insulin cartridge, with the caregiver concerned about dosing accuracy and whether the piston required recalibration; the caregiver reported no changes in diet or lifestyle and described treatment with oral glucose sources such as juice and dried fruit. Symptoms included hypoglycemia. Outcomes included no reported adverse sequelae and no hospitalization. Investigation included troubleshooting and education with discussion of the leak and algorithm use. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was non-serious with cause undetermined and that the caregiver would continue monitoring and follow up with a healthcare provider as needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.